Event description:
An angiosculpt device was used in a coronary procedure. When the angiosculpt was advanced to the lesion, resistance was noted but able to be used. During removal, further resistance was encountered, in which force was applied in order to remove from the patient. However, the shaft separated, but was successfully removed by trapping the separated portion with a balloon. Imaging confirmed no device fragments were retained in the patient. The procedure was completed with no patient injury reported. This product problem and adverse event is being submitted due to shaft separation, requiring additional intervention.

Manufacturer narrative:
Block a2/a3b: the patient's dob and gender are unknown. This information was not available from the facility. Blocks b3/d10: the exact date of event/occurrence is unknown. However, the facility report indicated the event occurred in february 2025; therefore, 02/01/2025 was entered based off the first date of the month. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks h3/h6: the angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.